Event description:
It was reported that an ilet bionic pancreas became screen unresponsive, preventing unlocking and software updating, consistent with a key or button/touch input not working and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive user input affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.